Manufacturer narrative:
Correction: h6 - medical device problem code - should be "3190 - insufficient information" instead of 1371 - loose or intermittent connection"

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet came out in the right ventricular lead. The right ventricular lead was not used and replaced. The patient was discharged post procedure. The patient was discharged post procedure and the patient's condition throughout the procedure was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿lead stylet came out¿ was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing was performed and it did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except procedural damage.